Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that upon inspection of the iabp, "gas loss in iab circuit" code was observed in the fault logs. The fse explained that this code is generally caused by a kinked intra-aortic balloon (iab), and he was unable to duplicate the reported issue. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
Customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) emitted a "gas loss" alarm. No injury or adverse event was reported, and no patient information was made available to us.